Manufacturer narrative:
Detailed product information was not provided to bsc. Once the cable is removed from the packaging the user is not able to track the batch number, therefore they were unable to provide this information to boston scientific. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a procedure was cancelled. It was reported that during preparation for a pulsed field ablation (pfa) procedure a farastar rsm ECG trunk cable - aami was selected for use. However, the cable went out and a noise was observed. The procedure was cancelled due to this issue. No more information was provided. It's unknown if the device will return for laboratory analysis.